Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins had no telemetry when it was received for analysis. Destructive analysis of the ins was performed. No visual or electrical anomalies were found with the hybrid circuit. The ins battery was found to be depleted. Destructive analysis of the battery did not reveal any internal anomalies that would have caused premature battery depletion. A longevity estimate of 13.25 months was calculated based on the parameters received in an email along with assuming the ins was used continuously 24 hours per day. A second longevity estimate of >10 years was calculated based on the parameters received in an email that also stated the ins was being used 3 times a day for 20 minutes (total of 1 hour per day). No actual parameter history printouts were received. The ins was implanted for 28.9 months. Based on the analysis of the ins, this device reached a normal end-of-life condition.

Event description:
It was reported that the patient had an implanted system since 2011. It was noted that for 36 months it was fully functional. It was noted that since early (B)(6) the generator did not respond or was unable to connect with the clinician programmer. Additional information received reported that there was a prematurely discharged stimulator. It was noted that there was a loss of stimulation and therapeutic effect. It was noted that the product status was implanted and out of service. It was noted that it would be replaced on the future. It was noted that actions required as a result of the event included replacement. There were no diagnostics performed but would be performed in the future. The patient¿s status was alive with no injury. Additional information received reported that the implantable neurostimulator (ins) suddenly stopped responding to the external stimulation of the patient. It was noted that the patient was not aware of any contact with the electric or magnetic field. It was noted that the incident occurred in (B)(6) of 2013. It was noted that since then the device was ¿fully functional.¿ it was noted that ¿control of doctor¿ and manufacturer representative showed that the clinician programmer did not initiate contact with the ins. It was noted that stimulation was three times a day for 20 minutes. It was noted that the device remained implanted. It was noted that the patient was treated with opoids and antidepressants. The data from the measurement before the ¿disorder¿: 3.1v, 210microseconds, 65hz and longevity okay.

Event description:
Additional information received reported that in the previous information received the words 'external stimulator' was probably mist akes, and he meant the implantable stimulator. It was also reported the patient described problems since august, and she "came to control up in october." It was logged the stimulator was not functional from august, the patient went to the doctor in october and the doctor contacted the manufacturer representative in dec. It was reported the doctor planned a replacement of the stimulator for the end of january. It was noted the patient had pain, and that was the reason for the treatment with opioids and antidepressants.

Manufacturer narrative:
Analysis results were not available as of the date of this report; a supplemental report will be submitted when results are available.

Manufacturer narrative:
Concomitant medical products: product ID 3550-09, serial# (B)(4), product type accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was removed and replaced.

Manufacturer narrative:
(B)(4).